Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, high capture threshold, sensing r-wave amplitude variation, and low pacing lead impedance. As received, a complete lead was returned in one piece for analysis. The reported events of high capture threshold, sensing r-wave amplitude variation, and low lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. Visual examination did not find any anomalies on the lead body. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix partially extended and clogged with dried blood. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be extended/retracted, and helix extension length met specification. The cause of helix mechanism issue was isolated to dried blood in the helix region, blood on the inner coil, excessive blood at the distal coupling assembly, and over-torqued of the inner coil.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was dislodged and was exhibiting low pacing impedance, decrease r-wave amplitude sensing, and high capture threshold. While attempting to reposition the rv lead, it was noted that the helix failed to extend. The rv lead was explanted and new rv lead was implanted. The patient was in stable condition.